Event description:
While requesting assistance with programming the insulin pump, customer's daughter reported that the customer had recently been hospitalized due to a low blood glucose level. Customer's husband found the customer unresponsive and called paramedics. Paramedics treated the customer with sugar water then transported her to the hospital. Blood glucose level at the time of admission was 29 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.